Manufacturer narrative:
The relay was returned to the manufacturer for analysis. The reported event could not be duplicated by medtronic personnel. The 12amp relay passed testing including the bench test and 24 vcd energized input passed. The device was found to be fully functional with no problem found.

Manufacturer narrative:
It was reported that while troubleshotting, system displayed "initiating collimator" after mobile view station (mvs) and image acquisition system (ias) were rebooted seperately. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative found that the reported issue was occurring intermittently. It was reported that the motor relay was replaced to resolve the reported issue. The imaging system then passed the system checkout and was found to be fully functional. The suspect relay has not been returned to the manufacturer for evaluation.

Event description:
A medtronic representative reported that, while outside of a procedure, the door for the gantry of the imaging system would not close. Restarting the system did not resolve the reported issue. There was no patient present when this issue was identified. No additional information was provided.